Event description:
During index procedure the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the second obtuse marginal. On the following day the patient suffered an mi. The investigator indicated that the reported event was not related to the study device and procedure. Patient was asymptomatic / free of symptoms at 30 day, 6, 12, 18 and 24 month follow up. Patient recovered without treatment.

Manufacturer narrative:
(B)(4). Evaluation, results: myocardial infarction.